Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number for this device is unknown. However, it can be deduced that pads were connected to adult patient. The reported event is addressed within the labeling as it states: cautions: use pads immediately after opening. Do not store pads in opened pouch. Do not allow circulating water to contaminate the sterile field when lines are disconnected. The arcticgel pads should not be punctured with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance. Directions for use: select the proper number, size and style pad for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the entire pad set (4). If the entire set of pads is not used, the minimum flow rate may not be achieved. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 1.7 liters per minute, which is the minimum flow rate for a full pad kit (4). The DHR review could not be performed without a lot number. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate therapy, and arctic sun device was alerting low flow and patient line open. Water flow rate (wfr) was 0 l per m. The adult patient with 4 pads connected. Hypothermia targeted temperature (tt) was 36c, patient temperature (pt) was 35.7c. Walked through stop therapy, disconnect and reconnect pads. Water flow rate (wfr) was 0 l per m and inlet pressure (ip) was 0 psi. Had stop therapy, disconnect pads and placed device in manual control at 36c. System diagnostics with no pads outlet monitor temperature (t1) was 13.3c, outlet control temperature (t2) was 14.3c, inlet temperature (t3) was 15.2c, chiller temperature (t4) was 5.4c, water flow rate (wfr) was 1.8 l per m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 49 percentage, mixing pump command (mpc) was 0, heater was 100 percentage, water reservoir level (wrl) was 5, system hours were 13456.8 and pump hours were 12235.7. Had add back pads while still in manual control. System diagnostics with pads in manual control, water flow rate (wfr) was 2.0 l/m, inlet pressure (ip) was -3.9psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 100 percentage. Had stop therapy and disable manual control. Water flow rate (wfr) stabilized at 2.7 l per m and therapy resumed. Encouraged to call back with any alerts of drops in water flow rate (wfr).

Event description:
It was reported that they were trying to initiate therapy, and arctic sun device was alerting low flow and patient line open. Water flow rate (wfr) was 0 l/m. The adult patient with 4 pads connected. Hypothermia targeted temperature (tt) was 36c, patient temperature (pt) was 35.7c. Walked through stop therapy, disconnect and reconnect pads. Water flow rate (wfr) was 0 l/m and inlet pressure (ip) was 0 psi. Had stop therapy, disconnect pads and placed device in manual control at 36c. System diagnostics with no pads outlet monitor temperature (t1) was 13.3c, outlet control temperature (t2) was 14.3c, inlet temperature (t3) was 15.2c, chiller temperature (t4) was 5.4c, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 49 percentage, mixing pump command (mpc) was 0, heater was 100 percentage, water reservoir level (wrl) was 5, system hours were 13456.8 and pump hours were 12235.7. Had add back pads while still in manual control. System diagnostics with pads in manual control, water flow rate (wfr) was 2.0 l/m, inlet pressure (ip) was -3.9psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 100 percentage. Had stop therapy and disable manual control. Water flow rate (wfr) stabilized at 2.7 l/m and therapy resumed. Encouraged to call back with any alerts of drops in water flow rate (wfr).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.